Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) and right ventricular (rv) channels. Oversensing of the ra noise led to inappropriate anti-tachycardia pacing (atp) delivery. Isometrics were performed but no noise was recreated. Boston scientific technical services discussed that the noise appeared to be consistent with a lead insulation issue and recommended a system revision. The pocket was opened and further testing was done but still no noise was recreated and no lead damage was observed. The physician elected to make no changes to the current system but did program tachy therapy off for the duration of the patient's hospital stay. The ra lead is a competitor product. This rv lead remains in service. No additional adverse patient effects were reported.